Manufacturer narrative:
Section h4: corrected data. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported through patient outcome that the patient expired on (B)(6) 2020. The account communicated that the information regarding the patient¿s outcome was not available. The cause of death is unknown. (B)(6), was not returned to abbott for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016, via customer order (B)(4). The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with low flow alarms. A chest computerized tomography (CT) scan was performed which showed thrombosis in the inflow and outflow of the pump. The patient was not an exchange candidate. The patient was started on IV milrinone and sent home on hospice care. The patient passed away. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion the report of pump thrombosis could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient presented to the clinic with low flow alarms and a chest computed tomography (CT) showed thrombosis in the inflow and outflow of the heartmate ii pump. The patient was not an exchange candidate. The patient was started on intravenous (IV) blood pressure support medication. The patient was sent home on hospice care and later passed away. (B)(6) was not returned to abbott for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6)2016. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low flow hazard alarms) and how to respond to each alarm condition. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. No further information was provided.